Manufacturer narrative:
As received, the device was returned for analysis. The device was received with no output or telemetry. Analysis of the device revealed a hole in the can through which foreign material damaged the hybrid and depleted the battery. The reported event of no telemetry was confirmed. Based on this information, abbott is performing further investigation.

Event description:
During a follow up, it was noted that the device could not be interrogated. The device was explanted and replaced to resolve the event and the patient was stable following the procedure.